Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.